Event description:
The manufacturer became aware of a ds2adv auto CPAP with allegation of device not working, burning and electrical smell. There was no report of patient harm or injury. The device was returned to the manufacturer.for evaluation. During the evaluation, the device was visually inspected and found burn mark on the ui flex ribbon cable, on the back of the ui display panel, on the underside of the pca at the vias directly below q3, on the iso port tube of the middle enclosure which was partially melted. Evidence of potential water ingress on the pca, mineral deposit stains and corrosion were also noted. Moreover dust-like white and black contamination were found at the air inlet of the blower box, on the bottom of the heater plate and on the bottom of the blower box. The customer complaint was confirmed. Potential moisture getting into the device is the primary cause of the customer complaint.